Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - pre-soaking device was not performed when manual cleaning was not performed within one hour. - the water quality of the reprocessor rinse water was not controlled. - the water filter of reprocessor was not replaced periodically. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. However, multiple deviations from instructions for use (IFU) were confirmed therefore, it is likely that reprocessing was conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. The customer further reported that the device was not used in procedures and was quarantined while waiting for the results and after positive culture. The device was reprocessed daily. The last reprocessing was on (B)(6) 2023, the same date as the last procedure. The sample was taken after storage in a sterile locker with room air. The customer provided the cleaning, disinfection, and sterilization process stating that there was no suspected patient infection and no deviations in reprocessing. Precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air using the mh-948. Presoaking was not performed. During manual cleaning, the device passed the leak test. The detergent used was gigasept af forte. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The automated endoscope reprocessor (aer) used was etd 4 with no defects with olympus endodet detergent and olympus endodis disinfectant. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was not controlled, and the filter was not replaced periodically in accordance with the instructions for use. The device was dried by wiping with a clean towel/paper, blew by clean compressed air, using the aer and stored in a simple cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for over 301 colony forming units (cfus) of microbes. The instrument channel tested positive for over 300 cfu/20 ml of aerobic spore formers. The air water channel tested positive for 1 cfu/20 ml of micrococcus species. The valve and distal end tested negative for microbes. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.